Event description:
Account experiencing erratic control and pt recovery for multiple applications. The following pt example was provided giving an initial total protein result of 6.63 g/dl; repeat gave 7.65 g/dl. Erroneous result was reported. Pt not adversely affected. The field svc rep determined the cause for the discrepancies to be due to a problem with the sample probes and syringes, and replaced the sample probes and syringes. Performance tests were performed and within spec.